Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of hematuria, extensive right iliofemoral deep vein thrombosis and pain. The patient had clots within the popliteal, superficial femoral, common femoral external iliac and common iliac veins. Chemical and mechanical thrombolysis were done just prior to the index procedure. The filter was deployed at the l3 level. According to the patient profile form (ppf) four months post implantation, there was an unsuccessful attempt to remove the device. One year post implantation there was another unsuccessful attempt to remove the device. Patient continues to suffers from anxiety and panic. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment making the filter irretrievable. The patient is also reported to have experienced anxiety. According to the information provided there were unsuccessful attempts to retrieve the device at four months and one- year post implantation. The reasons for the inability to retrieve the device have not been provided. The patient had an extensive history of right iliofemoral deep vein thrombosis (dvt) and pain of approximately one-week duration. Due to the risk of post-phlebotic syndrome and the patient¿s family history it was decided to perform an inferior venacavogram, insert an ivc filter, a right lower extremity venogram via popliteal approach, right lower extremity tissue plasminogen activator (tpa) chemical thrombolysis and angiojet mechanical thrombectomy. The findings after the procedure revealed; a 28mm vena cava with accurate and successful placement of an inferior vena cava filter, renal veins at the ll-l2 interspace, extensive dvt involving the right common iliac, external iliac, common femoral, superficial femoral and popliteal veins. There was successful thrombolysis with minimal residual clot within the popliteal, femoral and iliac veins and was some small adherent residual thrombus at the bifurcation of the vena cava and right common iliac vein precluding the safe removal of the filter. At the conclusion there was no obvious or focal stenosis and no stent was placed, the filter was left in place due to this residual thrombus. It was noted that there was a post-procedural complication of hematuria. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported embedded and retrieval difficulty could not be confirmed. The procedural notes indicate that the filter was intended to be removed after the thrombectomy, but due to residual thrombosis, it was considered unsafe to remove the filter at that time. There is no additional procedural information regarding the secondary removal attempts; therefore, it is not possible to draw a conclusion as to what difficulties were encountered. Hematuria does not represent a device malfunction and is most likely related to the thrombolytics used to dissolve the clots. Anxiety, also does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Exact implant date is unknown but the filter was implanted on or about (B)(6) 2007. As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment making the filter irretrievable. As a direct and proximate result of these malfunctions, the patient has suffered life-threatening injuries and damages, and required extensive medical care and treatment the patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment making the filter irretrievable. As a direct and proximate result of these malfunctions, the patient has suffered life-threatening injuries and damages, and required extensive medical care and treatment the patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.